Event description:
Customer reports that they failed a proficiency survey for ionized calcium back in march, the survey sample had a range of 1.28-1.59 mmol per l, their result was 0.81 mmol per l. Customer states they ran another survey in april and they passed that survey for ionized calcium. Customer states, the failed proficiency survey was run before they sent the instrument in for repair and confirmed that the survey they ran and passed in april was run after the instrument was returned from repair. Customer runs split samples to compare the ionized calcium results and states those results have been comparing ok. No discrepant or erroneous patient results were generated. Investigation is ongoing. If additional information is received, appropriate notification will be provided.